Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Recommended treated for the patient has been permanent estrogen therapy. Patient will be reevaluated in (B)(6) 2014.

Event description:
It was reported that a patient underwent a posterior colporrhaphy to treat rectocele on (B)(6) 2011 and mesh was used. Upon follow up examination on (B)(6) 2014, done to evaluate painless vaginal spotting, a mesh erosion 1x1,5 cm on the mid posterior vaginal wall was observed. There was no recurrence of vaginal prolapse, vaginal pain or pressure. The patient has been referred for further evaluation. Additional information has been requested.